Event description:
It was reported that a patient using ilet with dexcom g7 continuous glucose monitor (cgm) experienced intermittent signal loss between the cgm and the ilet, after which readings resumed during the call, consistent with hyperglycemia; the issue involved communication failure and relates to the device¿s antenna and electrical or magnetic components. Symptoms included hyperglycemia with a peak glucose of 244 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices in the form of intermittent communication failure associated with the antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.